Event description:
It was reported that the user did not properly align the cot while pulling it out of the ambulance, causing its frame to be caught on the power load fastener. Therefore, it was not properly balanced, allowing the cot to drop down approximately 6 inches, resulting in an unspecified back injury to the user. Any possible medical intervention information was not provided. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the user did not properly align the cot while pulling it out of the ambulance, causing its frame to be caught on the power load fastener. Therefore, it was not properly balanced, allowing the cot to drop down approximately 6 inches, resulting in an unspecified back injury to the user. Any possible medical intervention information was not provided. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.